Event description:
It was reported that patient underwent a surgical procedure involving his inflatable penile prosthesis (ipp) due to device performance issue. Fixed kink in reservoir tubing and device works.